Event description:
End user reported while operating the motorized wheelchair, her prosthetic right leg got caught on a dresser as she entered her bedroom, allegedly fracturing the right distal femur.

Manufacturer narrative:
Operator error. No malfunction of motorized wheelchair suspected. End user reports operating the unit "relatively quickly" when incident occurred. The owner's manual warns, "always set the joystick/controller speed/response control to be consistent with the surrounding environment."